Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act and the escape buttons were hard to press and were unresponsive at times. The customer's blood glucose level was unknown at the time of the incident. The insulin pump screen was full of scratches and was hard to read. The customer had to tilt to see it. The customer also reported that they had to change batteries more frequently. The customer stated that the insulin pump had unexplained no delivery alarms once or twice and had lots of damage to the casing. The device will not be returned for analysis.